Manufacturer narrative:
This supplemental report is being submitted to provide additional information. In addition to the phenomenon described in the initial report, there was the stain inside the light guide lens. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus south korea there was the possibility that the reported phenomenon (the stain inside the light guide lens) was attributed to the stain invasion into the device from the peeled adhesive around the light guide lens. The exact cause of the peeling of adhesive could not be conclusively determined. However, there was the possibility that the peeling was attributed to the external stress such as hitting the distal end, or the chemical stress of reprocessing, or storage environment, or the aged deterioration of the device.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation of use, the user found that the forceps elevator wire of the device was cut. Also, the olympus repair center confirmed that there was a gap in the adhesive of the distal end. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.